Manufacturer narrative:
Vyaire internal file number (B)(4). A vyaire field service representative (fsr) evaluated the suspect ventilator but was unable to duplicate the reported problem.

Event description:
A customer reported that a patient was removed from the vela ventilator for 5 hours in order to perform breathing trials and then when the customer was reconnecting the patient to the ventilator they turned on the ventilator and pressed "same patient." The customer stated that the patient desaturated quickly and the ventilator generated alarms. The customer stated that all expected settings the patient had been setup on were different. The customer reported that there was no patient consequence associated with the event.